Event description:
A user facility reported the heat exchanger of 3m¿ ranger¿ blood/fluid warming high flow set was inserted into ranger¿ blood/fluid warming unit incorrectly. When the blood circulated through the disposable set, it burst. No injuries or medical interventions were reported due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description a likely cause is a heat exchanger leak caused by the heat exchanger not being fully inserted into the hardware unit. Instructions for use states that the disposable cassette must be fully inserted into the hardware unit to prevent leaks from occurring. There is a downward trend for heat exchanger leaks. 3m will continue to monitor.